Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the reservoir¿s rebound rate was slow during pre-operative testing. It was stated the valve was not flexible. The valve was implanted and after implant, there was reportedly ¿no function.¿ the valve was removed and replaced. The patient¿s status was listed as no injury.

Manufacturer narrative:
The returned valve was patent. It met the requirements for siphon, pre-implantation, and leak testing. The valve did not meet the requirements for reflux and pressure-flow testing. There was proteinaceous debris observed within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open resulting in fluid reflux and affecting the flow of fluid through the valve. Instructions for use (IFU) that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.